Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that after a procedure while the site was moving the system, it would not stop beeping. The site plugged the system in overnight. When the site went to turn on the system the mobile view station (mvs) would not boot up. It was reported that the system was functional after changing a fuse on the system.